Manufacturer narrative:
A replacement glidescope core quickconnect cable was provided to the customer. The core quickconnect cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core quickconnect cable and confirmed the image failure. The customer's core quickconnect cable was connected to a known, good, test monitor and a known, good, test bflex 5.0 bronchoscope and no image was produced. No visible damage to customer's core quickconnect cable was noted. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to cable failure. Since no repair is available for glidescope core quickconnect cable and a replacement core quickconnect cable was already provided to the customer, the core quickconnect cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core quickconnect cable, there was a haze on the screen and the doctors could not see the image from the bronchoscope. The respiratory therapy manager was able to isolate the image issue to the quickconnect cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.